Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
The empty packaging for one tapered screw-vent implant (tsvt4b13) was returned for investigation, the implant was not. Visual evaluation of the as returned packaging identified an empty and previously opened packaging ¿ the tamper resistant tabs on the outer vial were broken and the inner vial was empty. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Documents reviewed: per the applicable IFU, it is stated: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. DHR review: DHR review for the lot (62673151) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the packaging process. No malfunction or nonconformance was identified. Complaint history review: complaint history review was performed for the reported lot number (62673151) for similar events (complaint category keyword: packaging: incorrect component quantity) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, the reported malfunction could not be verified. However, the reported event could not be verified since the condition of the product/packaging as received by the customer was unknown/nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the mount and the case for the implant were in the packaging but the implant itself was missing when the doctor opened it up. Doctor was able to complete the procedure with another implant he had in the office.